Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that although the foley catheter balloon could be inflated using a syringe filled with sterile water, the water could not be removed.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. Patient involvement was unknown. This event is not reportable. The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received (3) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx4587. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Concentricity of catheter balloon is 75/25. Attempted to deflate the balloon passively and only 1 ml could be withdrawn with in 5 min. Using in-house luer lock syringe 10ml passively deflated in 01min47sec. This is out of specification which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe." CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Correction: d, f, g, h initial reporter facility name: tokyo metropolitan okubo hospital, tokyo metropolitan hospital organization, a local independent administrative institution this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that although the foley catheter balloon could be inflated using a syringe filled with sterile water, the water could not be removed. Per follow up information received via ibc on 14oct2025, stated that patient involvement was unknown. Per notification from investigator on 20feb2026, it was reported that asymmetrical balloon was found with 75/25 concentricity during sample evaluation on 18feb2026.